Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected and a small hole in the silicone housing was noted. The valve was leak tested and a leak was found. Although it is not possible to determine the root cause for the hole, it might be possible that the device came in contact with a sharp or pointed object during implantation or ex-plantation. The instructions for use warns healthcare users to use extreme care when handling silicone product as silicone as a low tear and cut resistance. This however could not be confirmed. A review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow report will be filed.

Event description:
The sales rep reported that the surgeon claims chpv valve is cracked. Initial valve was implanted less than one year ago. Formal evaluation report requested. Device was revised.